Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video processor epk-i7010. In the event reported, the user states that the processor does not work, they tried restarting multiple times. The timing of the event was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model pk-i7010-us is available in the USA with a 510k number k182004. The device was received at pentax medical for further evaluation on service order (B)(4) for further evaluation. The device was inspected where the user narrative was confirmed. The inspection findings are as follows: pcb for pre-process scope not recognized, customer complaint confirmed, pre-process pcb no scope image, scope connector handle loose. The device is in the process of being repaired and will be returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: when it was turned on, the processor before use. It was not booted properly. I tried many times, but no improvement. There was no information leading to identification of the cause from the investigation results in the repair. It is presumed, to be a processor board failure. Correction information: h6: coding changed, based on the investigation result.